Event description:
Pair of textured saline pip implants for augmentation surgery in 1999. Examined, noted deflation of right breast with a significant loss of volume. Surgical removal and replacement.